Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated elective replacement indicator (eri). Time of recommended replacement time (rrt) in save to disk on (B)(6) 2012, device rrt is less than or equals to 2.62 volt. Weekly battery voltage trend data shows battery equals 2.64 to 2.62 volts between (B)(6) 2012. One patient alert for low battery voltage on (B)(6) 2012, 02:15:05. The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached elective replacement indicator (eri) after 3 years. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated elective replacement indicator (eri). Time of recommended replacement time (rrt) in save to disk on (B)(6) 2012 device rrt is less than or equals to 2.62 volt. Weekly battery voltage trend data shows battery equals 2.64 to 2.62 volts between (B)(6) 2012 and (B)(6) 2012. One patient alert for low battery voltage on (B)(6) 2012 02:15:05.